Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis with blood glucose level was 400 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report was created in error, as the event has been reported under a different report.

Event description:
A supplemental report was made in error, the events in the narrative were reported on the insulin pump in cross referenced case (B)(4). The mmt-xxx contained within this case appears to be the sensor transmitter.